Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a no delivery alarm during prime. Customer changed the reservoir and infusion set after getting the no delivery alarm. The cannula on the infusion set was not bent. Customer was advised to disconnect and reconnect the tubing and reservoir; insulin did exit the tubing at manual prime. Customer was then instructed to rewind, reinsert reservoir and run manual prime; device did not alarm no delivery. Alarm was resolved by the complete set change. Customer stated her blood glucose value had been 350 mg/dl all day. Nothing further reported.